Event description:
The finger splint was used on the right ring finger while playing football. A glove was worn over the splint. After play concluded, they noticed an edge on the splint cut into the palm side of the ring finger, causing bleeding. The patient went to the hospital, where the wound was examined and x-rayed. The finger was soaked in sterile water, cleaned and treated with antibiotic ointment. The physician decided against sutures and asked the patient to keep the finger immobilized, bandaged and refrain from all sports or physical activity until cleared by a physician.